Event description:
It was reported that the surgeon inserted and removed a cq2015 collamer three piece lens within the same surgery, due to a defect in the lens optic. The surgeon was looking at the lens under the microscope, while the lens was in the patient's eye and noted that there was a bubble within the lens, not on the lens surface. The lens was removed with no patient injury, no enlarged incision, but a suture was required.

Manufacturer narrative:
Evaluation: a work order search was performed and no similar complaint was found.